Event description:
The affiliate reported that the patient had an evd system inserted and the nurses reported when draining some of the csf from the biuret to the drainage bag, it was difficult and very slow. They tapped the biuret but it still was very difficult, they could not really drain anything. They followed the instructions for use and closed the drainage and opened it again but it still did not work. They ended up removing the system and placing another one. The new system is working as it should. The grey button has fallen off the laser leveling device. They used a similar like product. Additional information from the product specialist stated that only the external drainage system was replaced, the evd was left in place.

Manufacturer narrative:
Please be advised that per the new matrix on 12/06/2013, this event is now reportable as a serious injury. Please be advised that we do not use therapy dates, as a result today's date was used. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.